Event description:
It was reported that the sensor is broken and front display is cracked. No patient was involved.

Manufacturer narrative:
Other, other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received back with a cracked tank cover and damage to the micro switch and on the front cover. Faulty micro switch was bent, and it did not activate the pump. The micro switch complaint was confirmed, but the lcd (liquid crystal display) was not cracked. The root cause of the reported sensor issue was found to be customer damage. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. E4 is unknown no additional information provided to date.